Event description:
Customer reported the alarm sounds continually and the system will not boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and resolved a communication problem with com2. System operates as intended.